Manufacturer narrative:
The ge service representative replaced the ps1 power source for the monitor trolley. The system operates as intended.

Event description:
The customer reported the system did not xray. No patient injury was reported.